Event description:
The technician alleged that the coil cable is cut and caused the logic board to fail. No pt impact.

Manufacturer narrative:
The technician replaced the coil cable to resolve the issue.